Event description:
Doctor noticed after the procedure was completed that the patient had a small burn on the back part of the tongue. [Stage 1-2, no additional medical treatment.] The hand piece was given to biomed straighten out, but staff informed me that the hand piece was bent/flexed in a position required for the procedure. Cobalor used for tonsilectomy and adenoidectomy and dr reported burn. Wand and packaging given to material manager and machine taken out of service.